Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the touch screen was unresponsive to the stylus and noted that the stylus was unable to be calibrated; this was attributed to the overlay being out of specification and the overlay assembly was therefore replaced. The device then passed all functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was unresponsive to the stylus. The programmer was returned for service. There was no patient involvement.